Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to an hcp meter. The customer experienced a loss of consciousness and the customer received unspecified medical treatment from a healthcare professional for the reported issue. No further information was provided as the customer refused to provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 months ago" from adc awareness date. All pertinent information available to abbott diabetes care has been submitted.